Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of broken pitch cable at the distal clevis hub to be related to the customer reported complaint. The broken cable segment that contains the crimp was still installed in the clevis. The other cables were not damaged. The housing was removed from the back end, and no damage was observed. A root cause of the reported failure was attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the permanent cautery spatula (pcs) had a broken cable. The procedure was completed with no reported injury with a backup pcs. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment that fell inside the patient¿s anatomy. The patient did not return to the hospital due to experiencing any post-surgical complications.